Manufacturer narrative:
Event is on an unknown date in 2018. Implant date: unknown date in (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent revision surgery of the elbow due to four broken screws. The patient was originally implanted with a 3.5 extra articular plate and unknown screws in (B)(6) 2018. The patient then began experiencing pain and revision surgery was scheduled to address the complaint. During the procedure, three broken screws were removed and one broken screw was left in the patient. This was due to the difficulty the surgeon experienced when attempting to remove the one broken screw. Three (3) new screws were implanted to fix the plate back in position. In addition, the patient's relative retained one screw for investigation from a third party. It is unknown if there was a surgical delay. Patient outcome was not reported. Concomitant device reported: 3.5 extra articular plate (part# unknown, lot# unknown, quantity#1). This report will address the complaint about the post-operative event. The intra-operative event has been captured under complaint (B)(4). This report is for one (1) 3.5mm ti locking screw self-tapping 24mm this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 413.024, lot l545019: manufacturing site: bettlach. Release to warehouse date: september 08, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: as received condition, 3 screws have been returned unpacked and outside the original synthes bag. The 3 broken screws correspond to the (B)(4). The 3 complaint parts are broken at the neck point. This investigation is related to article part number 413.024, this screw has strong traces of use on its surface and along of the thread part of the shaft. This type of screw is laser-marked during the manufacturing process. Thus, the manufacturing of the screw is traceable. All dimensions of the broken screw which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. During the manufacturing process the relevant features were inspected and documented according to the inspections. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue can be excluded. The material certificate was received and reviewed, and it fulfills all specifications. The received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Besides, the complaint is confirmed, since the available data supports the complainant¿s description of the complaint condition. However, from the manufacturing point of view, neither a defect nor a deficiency has been identified since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to its specifications. Since no manufacturing issue was detected, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.